Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the camera head had occasional image interruptions due to loosen contacts. The event occurred during an unspecified procedure. There was no report of user or patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.